Manufacturer narrative:
(B)(4). Upon initial triage of the returned sample, it was found that the malfunction was non-reportable; thus the initial MDR, submitted on 10/17/2017, was sent in error.

Event description:
It was reported that during preparation the doctor tried to flush the sheath and it was not possible to flush after several attempts. A new sheath was used without issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation the doctor tried to flush the sheath and it was not possible to flush after several attempts. A new sheath was used without issue.